Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, complaint and batch history, applicable previous investigation(s), applicable manufacturing records, sample analysis and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a defective distal connector was confirmed and appears to be due to the manufacturing process. A 4fr s/l groshong nxt clearvue catheter with the stiffening stylet inlaid and the two-piece connector were returned for evaluation. The proximal and distal connectors were partially assembled to each other, without the catheter being attached to the connectors. The locking arms on the proximal connector appeared unremarkable and undamaged. However, the locking arm catch slots on the distal connector appeared deformed on both sides. The catch slot appeared wider at the proximal end of the connector but became narrow toward the middle and distal end of the catch slot. The catch slots were measured and found to be too narrow when compared to the device specifications. When an attempt was then made to assemble the proximal and distal connector to each other, the locking arms could not fully advance into the catch slot due to deformation of the catch slot. The damage observed on the connector appears to have been caused by the manufacturing process. The end-item manufacturing facility has been notified of this complaint. Bd is working closely with manufacturing to prevent recurrence of the reported event. A lot history review (lhr) of redq1875 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported the distal connector had deformed catch slots which prevented the assembly of the connectors. No other information was provided.